Manufacturer narrative:
The device was manufactured between november 24, 2015 and november 25, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. The received photograph revealed evidence of leak on the multirate control module. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak near the infusion rate control. This occurred during setup. There was no patient involvement. No additional information is available.